Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 5019443/7011125.

Event description:
It was reported that the patient experienced pain at the generator site. Describes as burning and gnawing worse with activity. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were not returned.